Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the subject pump had a power issue. The reporter claimed that the pump was heating up. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/29/2016 with the following findings: a review of the pump¿s black box revealed no power issues. There was no activity outside the normal use. There was no data in the pump histories from the time of the reported issue due to continued use. There was no damage found to the battery cap or battery compartment. The battery cap was able to attach securely to the pump. The pump powered on normally with no alarms. The pump was exercised for 24 hours with no alarms or power issues occurring. The pump was opened and there was no damage found to the power circuit. Unrelated to the original complaint, the pump powered on to a dim and discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).